Manufacturer narrative:
The suspect medical device has been updated to pump 371 14f lt cmr set to accurately represent the event reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 48 year old woman was admitted with acute decompensated heart failure and cardiogenic shock. Impella cp was placed and managed according to best practices. There was significant oozing from the femoral access site requiring two unit red cell transfusion. Hematocrit stabilized and the pump was subsequently explanted uneventfully.

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.